Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. The device was received and functional tests were performed. A visual inspection was performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.